Event description:
Customer reported a physicist discrepancy; fluoro beam centering exceeds 2% sid in mag2. Minimum collimation exceeds 5cmx5cm. Found during the physicist inspection. No patient injury was reported.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and performed a fluoro beam alignment. System operates as intended.